Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and inhibition of brady pacing. Device sensitivity was reporgrammed, but the physician also elected to add a new rate sensing. The high voltage portion of the transvenous defibrillation lead remains active.